Event description:
The customer reported that during laparoscopic hysterectomy, the device would not reopen while applied to tissue. To remove the device from the tissue, the surgeon resected the tissue directly adjacent to the jaws of the device. There was no patient injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received of if additional information pertinent to the incident is obtained a follow-up report will be submitted.